Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the full height cubie drawer was failed and unable to recover.The customer reported that there was a delay in patient care.As per part investigation, it was determined that the failure was generated by fluid ingress in the Sensor Drawer Position assembly, which caused a communication failure and resulted in the drawer not opening.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 26-SEP-2017 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE SYSTEM FULL HEIGHT CUBIE DRAWER 6 FAILED AND DID NOT RECOVER. A FIELD SERVICE ENGINEER INSPECTED AUXILIARY FULL HEIGHT DRAWER 5 AND 6 WHICH WAS DOUBLE-CLICKED AND FOUND NO READING FROM POSITION SENSOR AND REPLACED THE POSITION SENSOR AND TESTED IN HARDWARE TEST APPLICATION (HTA) TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY, THE FULL HEIGHT CUBIE DRAWER WAS FAILED AND UNABLE TO RECOVER. THE CUSTOMER REPORTED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The reported condition drawer failure was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU testing and inspection process. According to the Work Order (WO) (b)(4), the BD FSE reported that auxiliary Full Height (FH) drawer6 double clicking multiple times before it opens so FSE replaced this sensor. FSE ran the final test on Hardware Test Application (HTA) and it passed. User successfully did inventory for the drawer. An external inspection was carried out in the Laboratory according to the established procedure. During inspection fluid ingress in the Sensor Drawer Position was observed. Laboratory Testing was not required since the fluid ingress was confirmed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: It was determined that the root cause of the complaint component was generated by fluid ingress in the Sensor Drawer Position, which caused the drawer not to open.